Manufacturer narrative:
G4 12may2020 b4: (B)(6)2020. The user interface assembly was returned for failure analysis. A visual inspection revealed no signs of damage or contamination. During testing, it was determined that a burnt out cold cathode fluorescent lamp caused the display to be dim. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03feb2020.

Event description:
It was reported that the unit had a dim display. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer replace the user interface (ui). The customer reported replacing the ui and the issue was resolved. The screen's brightness returned.